Manufacturer narrative:
Device evaluation: in q3 2017, there were 16 instances of battery compartment with moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 30-jan-2018 device evaluation: in q4 2017, there was 1 instance of battery compartment w/moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 43 allegations of a malfunction, 25 pumps were returned to animas and investigated. Of the investigated pumps, 25 were found to be malfunctioning due to battery compartment damage, battery compartment moisture, and battery compartment leaks. During investigation for unrelated complaints, there were 102 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 43 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-69 years of age and between 20 and 185 pounds. Of the reported patients, 20 were male and 23 were female.

Manufacturer narrative:
Follow-up #3: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 1 instances of battery compartment with moisture failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.